Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a white screen and humming noise on the cell-dyn emerald. The customer states the instrument shuts down and powers off for no reason. It is then difficult to start back up. The instrument was unplugged, and when plugging it back in, a spark was observed from the instrument plug and power outlet. There was no damage reported. No impact to patient management or user safety was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 2/7/2022. The field service representative (fsr) inspected the instrument, performed troubleshooting, and replaced the e22 ihm board. They were unable to duplicate the spark that the customer observed. No additional instances of sparking have been reported since the service activity occurred. The instrument service history review for cd emerald 22 open tube, serial number (B)(6), revealed no additional service tickets associated with the current complaint. A review of tracking and trending for the cd emerald 22 open tube did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the cd emerald 22 open tube for serial (B)(6), was identified.

Event description:
The customer observed a white screen and humming noise on the cell-dyn emerald. The customer states the instrument shuts down and powers off for no reason. It is then difficult to start back up. The instrument was unplugged, and when plugging it back in, a spark was observed from the instrument plug and power outlet. There was no damage reported. No impact to patient management or user safety was reported.